Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that at implant, the helix of this right atrial (ra) lead was unable to be fully extended. Attempts to retract the helix were made and the helix was unable to be retracted. This lead was not used and a different lead was successfully implanted. No adverse patient effects were reported.